Event description:
A malfunction was reported by the customer, indicating that malfunction code 12 appeared on the pump. There was no adverse impact to the customer's blood glucose level. Despite not being used in the past 24 hours, the malfunction had occurred at least three times, leading to tandem technical support deciding to replace the pump. The customer was advised to use a backup insulin therapy method and instructed on the steps to return the faulty pump.